Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from back to back blood tests of 35 mg/dl and lo. The customer's expected fasting blood glucose test result range is 125 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 168 mg/dl and 205 mg/dl using truebalance meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/16/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (the result of 370 mg/dl was a control test result obtained using the incorrect solution for meter type; customer was advised on correct control solution to use): 370mg/dl (B)(6) 2017 11:52 am control; 192mg/dl (B)(6) 2017 08:52 am fasting:yes; 157mg/dl (B)(6) 2017 08:52 am fasting:yes; 181mg/dl (B)(6) 2017 08:50 am fasting:yes; 175mg/dl (B)(6) 2017 08:49 am fasting:yes. Memory concerns: 35mg/dl and lo back to back fasting.